Manufacturer narrative:
Product complaint # (B)(4) photo investigation summary. This is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows the photo shows twelve packages of surgicel original 2inx3in(5.1cmx7.6cm) labeled as 1953 with lot number ubb1931, expiration date 2029-08-31. After visual inspection, it detects discrepancy packages have the time stamp duplicated. Based on the samples received, the product is confirmed to be counterfeit due to the discrepancies found in the labeling and packaging material, for example bags have double time stamp. As part of post-market surveillance, additional monitoring of claims information will be conducted to detect potential safety signals. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). H 6. Investigation findings: c22 ¿ photo evaluation. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: ¿ how was the product purchased? ¿ is there an indication of how the product was distributed? ¿ is there any indication of the source? ¿ based on the packaging, is there any indication of which market the original genuine product may have come from? ¿ was the device used on a patient? If so, was there any patient consequence? C22 photo investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows the twelve packages of surgicel original 2inx3in(5.1cmx7.6cm) labeled as 1953 with lot number ubb1931, expiration date 2029-08-31. After visual inspection, it detects discrepancy packages have the time stamp duplicated. Based on the samples received, the product is confirmed to be counterfeit due to the discrepancies found in the labeling and packaging material. As part of post-market surveillance, additional monitoring of claims information will be conducted to detect potential safety signals. A manufacturing record evaluation was performed for the finished device batch and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complaint handling unit received employee's feedback about absorbable hemostat suspected counterfeit products. China supply chain and rdc checked product traceability information but there's no record. No adverse patient consequences were reported. Additional information was requested.